Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 3 years and 4 months due to unknown reason. The explanted device was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions). Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of three (3) years and four (4) months due to endocarditis. The patient presented with acute systolic congestive heart failure. The explanted device was replaced with a 23mm 11500a aortic valve. Per medical records, intraoperative findings were far worse than surgeons expectations, resulting in prolonged complex surgery. Intraoperatively, the aortic valve was found to be free floating in the aortic root with minimal pulling to explant the valve. Entire aortic annulus was one large abscess with complete disconnect between the aortic annulus and aortic valve annulus. The entire aortomitral continuity was completely replaced by its abscess cavity. Another surgeon was called in for assistance. None of the homografts available was adequate for aortic reconstruction. Utilizing as much non-necrotic tissue available, a 23mm 11500a valve was sutured into place. Necrotic tissue of the lca had ruptured freely. Upon repair and re-attachment of coronaries, patient had to be placed on va-ECMO, pacing wires inserted and a chest tube was placed. Total cpb time was 445min c/b bleeding and hypoxia. Patient discharged on pod#41.